Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported a juvéderm ultra plus¿ xc syringe ¿bursted¿ and ¿the gel and needle fell into the patient¿s lap¿ during injection to the nasolabial fold. Healthcare professional reported ¿the plunger of the syringe seems to slide differently than usual.¿ 0.1 ml was injected. No injuries occurred. This was the initial use of the syringe. Prior to injection, patient was treated with chlorhexidine. Packaged needle and cannula were not used; ¿30g¿ was reported as the needle type.

Event description:
Healthcare professional reported a juvéderm ultra plus¿ xc syringe ¿bursted¿ and ¿the gel and needle fell into the patient¿s lap¿ during injection to the nasolabial fold. Healthcare professional reported ¿the plunger of the syringe seems to slide differently than usual.¿ 0.1 ml was injected. No injuries occurred. This was the initial use of the syringe. Prior to injection, patient was treated with chlorhexidine. Packaged needle and cannula were not used; ¿30g¿ was reported as the needle type.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. No defect observed.